Manufacturer narrative:
Siemens filed the initial MDR (B)(4) on (B)(6)2019 . Additional information (B)(6)2019 siemens headquarters support center (hsc) has reviewed the available information for this incident. Hsc found no evidence of a reagent well contamination or a sample-specific event. The high outlier results were isolated to reaction cuvettes segment/slot 152 and 153 and were not due to calibration bias. No cuvette segments were returned for investigation. Cuvette segment 152 was disabled during troubleshooting. Further assessment of the analyzer through july- august timeframe noted that there were ongoing autocheck failures for the reaction washer probe 5. The autocheck failures for the reaction washer were addressed by siemens customer service engineer (cse). Siemens technical applications specialist (tas) ran a study with co2_c tests processed only from "edge" cuvettes (i.e., slots at the edge position of each reaction cuvette segment). This study demonstrated that co2_c processed from slots 152/153 were recovering in accordance with all other slots on the system, and there were no outliers observed in any of the cuvettes. Additionally, a verification service method was processed three times for all slots and the results were within acceptable limits. The issue was deemed resolved, and the analyzer is operational. Based on the available data hsc found inefficient washing of the affected cuvette slot caused the two discordant, falsely elevated co2_c results. Internal investigation of the cuvette segments by siemens consumables manufacturing site did not identify any dimensional non-conformances, slot discoloration or atypical characteristics that would be a contributing factor to the erroneous results described in this event. This issue is not specimen-specific. Section h10 was updated to reflect the additional information. Corrected information (B)(6)2019 section b6 was updated to reflect the corrected information.

Manufacturer narrative:
The customer contacted siemens customer care center. A customer service engineer (cse) was dispatched to the customer site. The cse traced the cause for the discordant falsely elevated co2_c sample results to reaction cuvettes 152 and 153. The cse has disabled the instrument components while troubleshooting the issue. The instrument is performing within specification.

Event description:
Two discordant, falsely elevated carbon dioxide, concentrated (co2_c) results were obtained on an atellica ch 930 module. The initial results were not reported to the physician(s). The patient samples were repeated on two other atellica ch 930 modules. The repeat results were correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c results.